Event description:
It was reported that there may be premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Initially the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed the device was approaching elective replacement. Subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).